Event description:
It was reported that the patient had severe integrity breakdown of the white battery cable. Upon interrogation of the system controller the patient noted several low battery alerts. The patient was able to correlate a few of them (around 0300) with the patient falling asleep in a recliner and waking to the alarm, then the patient put themselves on wall power and went back to sleep. Most of the other alarms occurred around 6 am and 6 pm. The patient did not remember hearing or knowing about these. Rescue tap was applied, and log files were submitted for review. The log files captured a few pulsatility index (pi) events as well as routine power source changes. The damage to the outer jacket of the system controller appeared cosmetic however a controller exchange was recommended if the patient could tolerate it. The system controller was not exchanged as the patient would not stay at the clinic and was headed back to (B)(6).

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms and a damaged power cable on the system controller was confirmed via the submitted log file and photo. A review of the submitted log file spanned approximately 24 days ((B)(6) 2024 per time stamp). On (B)(6) 2024 from 17:13:20 ¿ 17:41:26 while connected to batteries, the low voltage alarm activated due to fluctuating rsoc voltages on the white power cable. On (B)(6) 2024 from 17:41:48 ¿ 18:29:17 while connected to batteries, there were power cable faults on the white power cable not associated with a power source exchange. The power cable disconnect alarm intermittently activated during these events. The alarm cleared each time after switching power sources. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was not returned for analysis. The provided information stated the patient had atypical disconnect alarms and a damaged outer jacket of the power cable. The submitted picture was reviewed and showed a damage white power cable with exposed wires. Rescue tape was applied to the cable. The extent of the damage to the underlying wires is unknown. Additional information provided stated that the patient was not interested in a controller exchange at this time. The serial number of the controller was not provided. A root cause for the reported alarm cannot be conclusively determined through this analysis. A root cause for the reported damaged power cable cannot be conclusively determined through this analysis; however, the damaged power cable could have contributed to the alarm. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.